Event description:
It was reported that the caller experienced infusion set does not stick on (B)(6)2026.

Manufacturer narrative:
E1: patient country: france name: tandemcountry: united states of america.street: 11045 roselle street suite 200.city: san diego.state: ca.zip code: 92121.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.